Manufacturer narrative:
Concomitant medical products. Cev2295a - hook cev2295a 3pk n5 for hook handle; lot - unknown; manufacture date - unknown. (B)(4). The instrument has a damaged surface. Numerous traces of impacts are visible on the whole length of the sheath. The handle did not pass the electrical tests. An observation with a magnifying glass revealed that the electrical integrity of the sheath is compromised on the distal part of the handle. The most probable cause of the sheath damage is a succession of shocks during use or reprocessing of the instrument. A cautious observation of the coated instruments is recommended before each intervention to reduce the risk of electrical incident. However, the handle of the hook does not appear as the cause of the reported event. Cev2295a: a piece of the distal part of the coating separated from the hook. The fragment was returned by the customer and is of no danger to the patient. This part is partially burnt and has been obtained by melting of the coating. The coating on the hook shows numerous white scratches. The melting of the coating could have been provoked by a too high use voltage on the monopolar generator, which led to the overheating of the hook, or by the use of a damaged hook. The scratches on the hook support this hypothesis and are probably due to the use of an abrasive material during use or cleaning of the hook. A cautious observation of the instruments is strongly advised before their use in electrosurgery. This device is used for therapeutic purposes.

Event description:
The device (monopolar handle and hook) was used in a laparoscopic surgery. During coagulation, a part of the distal hook sheath melted. The melted part was recovered by the physician without difficulty. There was no injury reported as a result of this event.